Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was noted to be inaccurate. The customer stated that the cartridge was loaded with 300 units of insulin. Reportedly, the insulin gauge remained static for over a day. After reloading the cartridge the customer received an accurate insulin gauge estimate. There was no impact to the customer's blood glucose level. It was also reported that the pump battery was noted to drop quickly then jump back up without being connected to a power supply. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.